Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, since the user conducted reprocessing in accordance with instructions for use or not was unknown, a root or likely cause of the foreign material remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.